Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the customer refilled the reservoir when customer did a set change and received an alarm while customer was asleep. In addition, the custmer did not change out the set or give a manual injection to treat for hbgs. It was indicated that the md believes that the pump is not working properly. The programming and histores were accurate. Troubleshooting was done and the pump passed the tests. The customer was educated on the alarm that occurred, was adivsed not to reuse reservoirs, and to follow the two hbg rule.